Event description:
When gathering details for another complaint, it was mentioned that the surgeon experienced another similar issue. Sales rep 5-4-09 confirms the following details " the anchor remained in the pt without suture; meaning the suture broke after surgery. A second procedure was done to remove the anchor and put a competitor's anchor in place to secure the tendon."

Manufacturer narrative:
(B) (4)